Event description:
It was reported that bd nexiva sp with maxzero needle disengagement difficulty resulting in pierced catheter and leakage. The following information was provided by the initial reporter: incident description: difficult to retract. Reported issue: the needle is super difficult to retract and will actually grind while forcing a retraction. In some instances, the force that has had to be used to retract the needle has caused a puncture in the tubing which then leaks and we have to re-stick the patient. Injuries or adverse event: no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. It is unclear if the distributor is reporting 3 oct this as the event date or their aware date.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383557 and lot number 4152107. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.